Event description:
The complaint reports that a screw fell out of the impactor handle, ed-07827, during surgery and landed on the floor after impacting the keel punch into the tibia. There was no impact to the surgery and there was no harm to the patient.

Manufacturer narrative:
This complaint was issued august 23, 2023 regarding an impactor handle, ed-07827. The lot number, visible on the device's direct part marking, is c201001. This indicates a manufacture date of march 10, 2020. The complaint reports that a screw fell out of the impactor handle, ed-07827, during surgery and landed on the floor after impacting the keel punch into the tibia. There was no impact to the surgery and there was no harm to the patient. Pictures were provided from the complainant and the device was returned for investigation. From a visual assessment of the device, in addition to the missing screw, one of the internal locking arms was dislocated and not in the correct position (see investigation picture 2). Visually the screw threads had wear and little red loctite was visible. Upon disassembly of the device, it was evident that the locking arms of the button mechanism were broken off. It can be concluded that the cause was multifactorial. Broken components, thread wear, and lack of loctite caused the screw to fall out of the handle. The design has already been changed from a multi-component button held in place by front facing screws to a one-piece button held in place by pins fully contained within the handle. The changes were implemented on two design changes, dco-011406 and dco-012131..